Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product is not available for evaluation. Multiple attempts to retrieve the device have unsuccessful, the complaint device has not been returned. Should at some point the complaint device is returned, the file will be re-opened so the evaluation and root cause can be added. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No preventative or corrective action is required. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported broken orthocord sutures during an anterior cruciate ligament (acl) procedure. He stated the it was five (5) sutures total that broke. All of the sutures broke after the anchor was inserted and the surgeon was pulling sutures to test strength. These sutures came in packs of two (2) so they went through three (3) packs of sutures. The surgeon ended up using fiberwire to complete the procedure with no patient consequences. There was a thirty (30) minute delay. The sales representative stated it was a (B)(6) male with good bone quality. This was not a revision surgery. No further information could be provided. These sutures come in a box of twelve (12), the customer is returning the remaining packs of sutures of this lot they have for evaluation and as a courtesy we replaced the whole box for the customer. Please see also medwatch reports 1221934-2018-51217 and 1221934-2018-51220.